Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, fecal incontinence. It was reported that  the 1st time was about 8 years ago with a different doctor. Patient said "they had some real problems, that's why they ended up taking it out. No further patient complications are anticipated or expected as a result of this event. Information omitted pertained to related (B)(4) unrelated adverse event.